Event description:
Per the clinic, the patient experienced discomfort, vomiting, headache and a magnet dislodgement during an MRI (1.5 tesla). Subsequently, surgery to replace the magnet has been completed on (B)(6) 2024 under general anesthesia. The implanted device remains.